Event description:
It was reported that a ventilator generated an oxygen (02) sensor alert during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported issue. The cse replaced the oxygen (o2) sensor to resolve the issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.